Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
(B)(6) 2015 clinical (sdy, hcp): it was reported that the stimulator battery was protruding. Diagnostic methods included examination/ palpation. The patient lost weight and the stimulator battery was protruding and catches on chairs and clothing. The etiology was related to the device or therapy and not related to implant procedure. The severity was noted as mild. Additional information reported the entire system was explanted as an intervention. The event was considered resolved without sequelae.